Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient keeps getting infections and will be going to in-center in the near future. Upon follow up, the nurse stated the in center date was not confirmed. Upon further follow up, the patient's pd registered nurse reported this patient presented to the emergency department (ed) following abdominal pain, nausea and vomiting. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the ed were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to unknown causes at the time. The patient was released from the ed with no hospital admission and prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for two weeks and ip gentamycin at 60 mg every day for two weeks. The patient presented to the outpatient clinic on (B)(6) 2021 with a persisting abdominal pain. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 were sent to the laboratory and the results were not available at the time of follow up. A wbc count taken in the outpatient clinic on the same day presented with greater than 2000/mm3 (exact count unknown). The patient¿s symptoms were attributed to the initial diagnosis of peritonitis. The patient¿s peritonitis was discovered to be caused by non-adherence to aseptic technique during ccpd on the liberty select cycler at home. It was explained the patient does not wear a mask and does not wash hands during pd therapy. The patient¿s prescription of ip vancomycin and ip gentamycin were extended for an additional two weeks at the same dosages and frequencies. It was confirmed the patient¿s peritonitis, and the associated ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering and continues ccpd therapy on a new liberty select cycler the patient received three months ago. The patient may transition to in-center hemodialysis (hd) at a davita clinic soon due to the patient¿s refusal to adhere to aseptic technique during pd therapy.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain, nausea and vomiting. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis can be attributed to a lack of aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique is the leading source of transmission of peritonitis causing pathogens. Therefore, the liberty cycler set can be excluded as a source of this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient keeps getting infections and will be going to in-center in the near future. Upon follow up, the nurse stated the in center date was not confirmed. Upon further follow up, the patient's pd registered nurse reported this patient presented to the emergency department (ed) following abdominal pain, nausea and vomiting. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the ed were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to unknown causes at the time. The patient was released from the ed with no hospital admission and prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for two weeks and ip gentamycin at 60 mg every day for two weeks. The patient presented to the outpatient clinic on (B)(6) 2021 with a persisting abdominal pain. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6)2021 were sent to the laboratory and the results were not available at the time of follow up. A wbc count taken in the outpatient clinic on the same day presented with greater than 2000/mm3 (exact count unknown). The patient¿s symptoms were attributed to the initial diagnosis of peritonitis. The patient¿s peritonitis was discovered to be caused by non-adherence to aseptic technique during ccpd on the liberty select cycler at home. It was explained the patient does not wear a mask and does not wash hands during pd therapy. The patient¿s prescription of ip vancomycin and ip gentamycin were extended for an additional two weeks at the same dosages and frequencies. It was confirmed the patient¿s peritonitis, and the associated ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering and continues ccpd therapy on a new liberty select cycler the patient received three months ago. The patient may transition to in-center hemodialysis (hd) at a davita clinic soon due to the patient¿s refusal to adhere to aseptic technique during pd therapy.